Event description:
It was reported that the 980 ventilator generated an error which rendered the ventilator inoperative. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer (se) inspected the device. The breath delivery unit (bdu) was reseated and the exhalation valve flow sensor (evq) was replaced. The se performed extended self-testing on the device and all tests passed.

Event description:
The ventilator was not in use on a patient at the time of the reported event.